Event description:
The following has been reported: biomed reported: when the unit was powered on, the unit alarms, "pump problem, remove pump from service." No patient harm was reported. No report of active infusion being interrupted. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (vr encoder) (sensor-4) the device was received back for investigation. During the investigation, attempting a mock infusion was not possible as the pump was alarming on startup. Logs were pulled and they indicated a failure of the resistor encoder. An internal investigation found the latch connecting the encoder board's flex cable to the main pcba was open. The connection was re-seated and latch closed. This resolved the error and final acceptance testing was subsequently passed. Reporting due to referenced issue. No adverse effects were reported.